Event description:
A peritoneal dialysis (pd) nurse reported a blank screen on the liberty select cycler. The screen was blank during power up. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The reported issue is not a result of the supplies. At least one full treatment has been completed with this cycler. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. There was no patient involvement, no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1404 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation.touch screen test passed.the system air leak test passed.force gauge test passed.valve actuation test passed.teach pump test passed.pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems.there were no visual discrepancies encountered during the internal inspection.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.